Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was pain at the ins site. The patient called and said she was having sharp intermittent pain at the ins site, it would go down her leg with certain activities. It was not a constant pain and would subside fairly quickly. Rep instructed the patient to call the managing physician's office and discuss the issue with them. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. The rep reported they were aware of the shocking on 2024-dec-03. It is unknown if the patient was being overstimulated, as no device issues have been identified. Another rep noted the device was functioning correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced persistent pain at the implant site and little shocks even when the device was turned off at night. The patient had historical pain issues prior to the implant and had received an epidural in january before the neurostimulator was implanted. An x-ray was ordered for the leads, but not for the implantable neurostimulator (ins), and an MRI was supposed to be ordered but was not. The patient sought a second opinion and was advised to contact the manufacturer. Patient services reviewed the meaning of residual stimulation with the patient and redirected them to follow up with their managing health care provider (hcp). On 2024-dec-04 the rep reported they were aware of the shocking on (B)(6) 2024. It is unknown if the patient was being overstimulated, as no device issues have been identified. Another rep noted the device was functioning correctly.